Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted into cx (side branch 3rd obtuse marginal). Approximately 13 days later a staged procedure was carried out with two endeavor sprint stents being implanted into the lad (side branch 1st diagonal ). An angiographic complication of dissection occurred during the staged procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). Conclusions: inherent risk of procedure ¿ (dissection). (B)(4).